Manufacturer narrative:
The master tool manipulator (mtm) was returned for failure analysis, and the reported failure (error 1) was able to be reproduced during sine cycle. The reported complaint was confirmed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the left master tool manipulator (mtm) to resolve the issue. The system was tested and was verified as ready for use. Isi has received the mtm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. .

Event description:
It was reported that during the start of a da vinci-assisted lymph leakage surgical procedure, the left master tool manipulator (mtm) of the surgeon console (ssc) did not work. An intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted for assistance. At the time of the call the ssc was already disconnected, and operating room (or) staff moved the ssc from their other system into the or. After connecting other ssc system started normally and surgery continued. The tse asked caller if they also did a hard power cycle on the ssc and the caller stated this was not the case. It was confirmed that mtms were moving freely, and no cables were blocking the movement. The system was not showing in system logs at the time of the call due to global issues with crowdstrike as caller stated system was connected normally. The tse asked caller if it was possible to take pictures of the events logs and the caller stated this was not possible. The tse requested caller to connect ssc to their other system, if possible, for further troubleshooting and to check error code. The caller should try and call back. The tse then noticed that site has a simulator and called biomed employee back to ask is he could connect the ssc to the simulator. The caller stated that he should look at this, but he could do the testing in the afternoon using their other system. The biomed employee then called back in to report that after reconnecting the console and restarting the system the problem persisted. The biomed employee explained that the left mtm did not move at all during self-test. Unfortunately, the system was still not connecting. The system should be used with the remaining console. The procedure was converted to another system with no patient harm, adverse outcome, or injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the patient tolerated the change. The patient was understanding the issue and there were no complications.